Event description:
After completing a 1064-nm laser genesis treatment with a 12-year-old xeo laser system, and with the device still in ready mode where the laser safety shutter is intentionally open, the nurse operator turned the device's key switch to the off position. The device malfunctioned and a single high-energy 1064-nm laser pulse was emitted from the treatment handpiece. The operator was holding the handpiece in her right hand with it pointed towards her left thigh, so the unintended laser pulse hit her left thigh causing a hole in her uniform and a 5-mm diameter superficial partial-thickness burn on her underlying skin.

Manufacturer narrative:
The 12-year-old xeo laser system involved in the incident was inspected at a cutera facility in japan by a cutera kk fse. The event was found to be reproducible for the malfunctioning device. The cause of the malfunction was traced to a control pcb that had become defective. The defective control pcb was replaced, and the repaired device fully tested. No recurrence of the event was seen, and the device was found to be calibrated and functioning correctly. The repaired device was returned to the customer site and defective control pcb was sent to cutera's us manufacturing facility for a more detailed examination with hopes of determining the specific component(s) on the control pcb that failed and how the failure(s) allowed the emission of an unintended single laser pulse as the device was turned off by the key switch while in ready mode with the safety shutter open. A follow-up MDR will be submitted when the investigation into the root cause of the control pcb developing a defect has been completed.